Manufacturer narrative:
The genesis on pro had a leakage during positive pressure. Another genesis on pro was used to complete the procedure successfully. There was no patient injury. The iliac artery had normal calcification. The balloon was leaking thus making inflation not possible in the iliac area. The balloon lost pressure and could not be inflated until the needed pressure. The device prep normally and in accordance to the instruction for use (IFU) as there was no leakage noticed during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or the vessel. There was no difficulty crossing the lesion. The contrast to saline ratio was 50:50. The same indeflator used successfully with other devices. The product was returned for analysis. A non-sterile sds genesis .035¿ 7.0x29 80cm catheter was returned. Per visual analysis, the balloon appeared to have been inflated and deflated. No other anomalies were noted. Per functional analysis water was applied to the catheter and balloon leakage was noted at the balloon proximal end. Per sem analysis the external surface of the balloon revealed evidence of scratches adjacent to the balloon rupture and it¿s very likely that the same factors that caused the scratch marks on the balloon outer surface can also contribute to the rupture found on the balloon. The internal surface and proximal marker band did not reveal any evidence of damage. No other anomalies were noted during the analysis. A device history record (DHR) review of lot 17549766 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds-leakage - during positive pressure¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (¿normal calcification¿) may have contributed to the leakage as evidenced by abrasions noted on the outer surface during analysis. According to the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system.  To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
It was reported that the genesis on pro had a leakage during positive pressure. Another genesis on pro was used to complete the procedure successfully. There was no patient injury. The balloon was leaking thus making inflation not possible in the iliac area. The balloon lost pressure and could not be inflated until the needed pressure. The device prep normally and in accordance to the instruction for use (IFU) as there was no leakage noticed during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or the vessel. There was no difficulty crossing the lesion. The contrast to saline ratio was 50:50. The same indeflator used successfully with other devices. The iliac artery had normal calcification.